Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm on approximately 50 months ago. Aneurysm size and vessel morphology at the time of implant are unknown. It was reported the recent CT performed demonstrated a large type ii endoleak feeding the aneurysm. The physician elected to surgically convert the patient to a conventional graft. The stent graft was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Type ii endoleak), evaluation results: (endoleak, (no device returned for evaluation), (type ii endoleak). Conclusion: (type ii endoleak).